Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device disposition is unknown.

Event description:
During clinical study pegasus, deep vein thrombosis was reported. Patient contact orthopaedic pa regarding swelling on 17/oct/2023 and went to ed on (B)(6) 2023 where doppler revealed dvt of lle and baker's cyst. CT angiogram on (B)(6) 2023. Patient taking oral blood thinner and following up with vascular surgeon. Describe treatment: taking oral anticoagulants, did CT angiogram, seeking opinions on surgical treatment option. Potential interventional vascular intervention.